Event description:
On (B)(6) 2012, the pt complained of belly pain and a computed tomography angiography revealed an abdominal aortic aneurysm as well as bilateral iliac aneurysms. On (B)(6) 2012, the pt underwent repair of the abdominal aortic aneurysm and bilateral iliac aneurysms and was implanted with five gore excluder aaa endoprostheses. The pt tolerated the procedure. All arteries appeared fine on the final angio. On (B)(6) 2012, after the procedure, the pt went into hypovolemic shock and underwent an exploratory laparotomy. The pt's left iliac artery was ruptured. The pt expired due to the ruptured artery.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices: 9808890/pxc01400, 9665889/pxc231000, 9882819/pxc201000, 9654251/pxc201200.